Event description:
It was reported that while the physician attempted to detach a coil in a large neck aneurysm located in the middle cerebral artery (mca), the coil did not detach. A second attempt was made for over a minute and the coil still did not detach. The device was removed from the pt. The pt was reported to be in "stable" condition. Analysis of the device found that the coil was broken.

Manufacturer narrative:
The device history record (DHR) review was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. Based on the investigation and info provided, there is no indication that the released device, labeling or packaging failed to meet its specifications. Only the pusher wire was returned inside the introducer sheath, the main coil was not returned. Microscopic analysis found evidence of black carbon-type material near the edge of the pusher wire. The black carbon particulates found on the pusher wire are evidence that electrolysis had been used to detach the main coil. However, the main coil was not returned. Multiple attempts have been made to inquire if the main coil will be returned or not, but no response has been received. Further analysis of the device found blood matter build up in the introducer and around the detachment area. The directions for use states: "in order to achieve optimal performance of the gdc system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between: the femoral sheath and guiding catheter; the 2-tip microcatheter and guiding catheter; and the 2-tip microcatheter and boston scientific guidewires and deliver wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around the gdc detachment zone." Based on the investigation results and the info provided the most probable root cause is user error due to insufficient flush as indicated by the presence of blood in the introducer sheath.